Event description:
It was reported that the patient presented for an implant procedure. During the procedure, while attempting to implant the left ventricular (lv) lead, it was noted that the lead exhibited failure to capture. It was then noted that the patient experienced low blood pressure. The patient was intubated. The lv lead was not used. The patient was in stable condition.